Event description:
The physician used a wilson-cook disposable varices injector. Needle detached inside the scope after the procedure. The needle was retrieved from the scope. No injury to the pt was reported.